Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported there was no insulin dripping from the end of the tubing when priming with the insulin pump. Customer's blood glucose was 300 mg/dl. There were no alarms to indicate the device was not delivering insulin. The insulin pump will not be returning for analysis.